Event description:
It was reported that the right atrial lead had high chronic pacing thresholds and was considered when the physician elected to replace the crt-d device prophylactically. The right atrial lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.